Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2016 due to high blood glucose of 1267 mg/dl. Insulin pump was removed from customer while in the hospital and customer was calling back for assistance with reconnecting pump. Customer would call back due to needing to do labs.